Manufacturer narrative:
H6: the initial reporter, a respiratory therapist (rt), contacted a ventec ventilation product support specialist and advised that she was able to resolve the reported issue by adjusting the device's settings. However, the rt did not advise ventec what device settings were adjusted. The device was not returned to ventec for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device had no ventilation output. There were no reports of patient involvement associated with the reported issue.